Manufacturer narrative:
No specific device information was provided. The device was reported as an unknown accolade stem. Additionally, devices noted in this report were an unknown mitch trh acetabular cup (depuy) and an unknown mitch trh modular head (depuy). It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. The information in this report was provided by a foreign solicitor and no additional information is available at this time. Should additional information become available, it will be provided in a supplemental report. Device not returned.

Event description:
Stryker orthopaedics cork received a letter from a solicitor in relation to a female patient who underwent a total hip replacement in (B)(6) 2008. The patient was implanted with an accolade stem with a mitch acetabular cup and modular head. The solicitor reported that the patient requires revision surgery although the indication for revision was not reported. The solicitor alleges that the device combination was inferior and not fit for purpose. No further details were received.